Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0t9lm, implanted: (B)(6) 2015, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer reported that there was a return of symptoms. The patient was trying to re-program the implant and was trying to adjust the stimulation. The patient was not feeling stimulation and also was not getting control of their symptoms. The patient used the programmer and verified stimulation was set on program 4 at 4.7 volts. The stimulation was not currently on, indicated by the absence of the lightning bolt in the left hand corner. The patient was able to turn stimulation on and verified this by noting that the lightning bolt was now in the upper left hand corner. The stimulation will be left on the current setting and the symptoms of the patient will be tracked. The patient was told to leave it on the current setting for a week before changing the setting or program. The consumer further reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had an appointment on (B)(6) 2015. The consumer later reported that the patient had a blank screen on the patient programmer. The patient took the batteries and reinstalled them and the patient programmer turned on and was working. The patient stopped feeling stimulation sensation on (B)(6) 2015. The patient experienced a loss or change of therapy and had a return of incontinence symptoms. A medical procedure or emi that could be related to the issue was that the patient had cataract surgery on (B)(6) 2015. There were no falls or trauma that could be related to the issue. The patient felt stimulation after it was increased, but it was in the buttocks area and not in the vaginal area. The patient felt stimulation in the correct area and thought stimulation should be lower. The indication for use for this patient was gastrointestinal/pelvic floor.